Manufacturer narrative:
We checked the returned unit and confirmed that the ccd wire was broken. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd wire. In addition, we confirmed that the ccd driver pcb fluid damage, the lg cable connector fluid damage, the light guide fiber bundle (lcb) broken, the remote control buttons perforated, the segment compressed, the remote control buttons cracked, the lg cable connector corroded, the shield cover corroded, the remote control buttons leak, the light guide fiber bundle (lcb) defective, the insertion flexible tube (ift) bump, and the remote control buttons transformer breakdown; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure (blackout).